Event description:
During baxter's functionality testing, a spectrum pump falsely alarmed "close door" and would not recognize a loaded set. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom, false close door messages, was reproduced and confirmed through eval. This condition was determined to have been caused by a failed lower auxiliary flex. The lower auxiliary assembly, which contains the flex, was replaced.